Manufacturer narrative:
This report is being supplemented to provide information that was inadvertently not provided in the initial medwatch report. Although a return authorization was issued to the facility, the instrument was not returned to veran for evaluation and investigation. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
When the needle was extended out of the sheath, a break was noticed by the staff. It looks like the needle had broken inside of the plastic casing the pastic near the luer lock connection point looked cloudy as well. The device as not used during the case or in the patient. Issue was noticed before case began. Another 22ga needle was opened and used to complete the procedure.